Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, the instruction for use (IFU) and past similar case, omsc surmised that the reported phenomenon was attributed to there was a difference between the user's reprocessing and the IFU description. Olympus stated the appropriate handling of cf-h260al and the counter measures against abnormalities in the instruction manual of cf-h260al.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found that the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4) (okr), it was found that the air/water nozzle was clogged and foreign material was exiting from the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.